Manufacturer narrative:
Although the malfunctioning device was not returned to vygon u.s, the complaint has been forwarded to vygon sa (the manufacturer) for complaint investigation. The results of the investigation are still pending, and will be communicated to FDA via a follow-up MDR.

Event description:
A 5fr double lumen umbilical catheter placed on (B)(6) 2014 was found leaking from the "stump" on (B)(6) 2014 and removed. The line was replaced, and the patient shows no signs of infection.